Manufacturer narrative:
Date of event: unknown, however (B)(6) information was provided that an explant was scheduled. If explanted; give date: (B)(6) 2017 is the planned explant date; however, has not been confirmed that explant occurred (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted on monday, (B)(6) 2017. On (B)(6) 2017, received information that the lens was going to be explanted on monday, (B)(6) 2017, as apparently the wrong diopter power lens was implanted. No patient harm was reported. No further information was provided.

Manufacturer narrative:
The product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.